Event description:
According to the reporter: a piece of the trocar seal came off and was found inside the pt. The piece was recovered from the cavity. Completion of the case was not known. It was not known if the case was delayed due to this problem, if tissue damage occurred or if bleeding occurred.

Manufacturer narrative:
(B)(4).